Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have issues with site due to scar tissue. Customer's blood glucose was 500 mg/dl which customer treated with manual injection. Customer reported that healthcare professional suggested that the abdomen was a better choice for site. Customer was educated on other site options.